Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : addendum added (B)(6) 2020. Following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be closed with an unjustified conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported ae to bfarm: patient came to hospital with strong pain. No trauma. X-ray showed a stem fracture. Revision with change of inlay and stem with fracture-osteosynthesis on (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
On 17-jul-2019 surgeon sent x-rays to (B)(6) plus some medical info: periprosthetic fracture right; change to solution with cablecerclage osteosynthesis; trochanteric fracture ; osteosynthesis with trochanteric plate; prostheses stem breakage ; change to prevision stem.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Clinical info: about 3 weeks ago pressure and strain pain in the area of the left thigh. Patient is permanent physiotherapeutic treatment because of parkinson disease. The physiotherapist noticed the increasing movement restriction and caused control. Before this patient was mobile without aids. Currently (*) significant increase in complaints with intermittent immobility.